Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the axis was broken on the compact air drive device. During the pre-repair diagnostics assessment, it was determined that the coupling tool side was not functioning and was defective. It was further determined that the device failed for check the attachment coupling, check attachment coupling with attachments, check air hose coupling, check triggers for forward/reverse mode, check for untrue running, check for excessive noise and for check the power with test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was not reported in the initial report. Therefore, the manufacture date was documented as unknown. The device manufacture date has been updated to oct 21, 1998. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.